Event description:
Procedure type: lower anterior resection with double stapling. According to the reporter: the device could not be removed after the staples were fired. The bowel close to the anastomosis site was longitudinally-incised, but tissue was not completely cut. Re-resection and re-anastomosis was performed. The handle could be fully squeezed. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).